Event description:
It was reported episodes of non-physiologic non-sustained ventricular tachycardia were observed with varying impedance levels between 430 ohms and 1820 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sic (sensing integrity counter). The criterion for the right ventricular lead integrity alert was met and was triggered due to ventricular sensing integrity counter (sic) and non-sustained tachycardia. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and had intermittent out of range spikes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.